Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a power test failure and is also alarming.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to patient use, the cardiosave intra-aortic balloon pump (iabp) unit has a power test failure and is also alarming. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp and confirmed the issue. To fix the issue, fse replaced scroll compressor (B)(6), muffler,1/8 npt (d103-00-0499), muffler <100 micron. I performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use.

Event description:
N/a.